Event description:
On 6/2001, it was reported to arthrocare corp that a pt underwent a right knee arthroscopy to perform a debridement procedure on event date, using an arthrowand (model unknown). It was reported that the pt experienced complications in the form of thermal damage to the tissue surrounding the target operative area. In 2/2000, the pt underwent an add'l knee arthroscopy, using an arthrowand (model unknown), to address the reported complications from the previous knee arthroscopy. It was reported that the pt experienced add'l complications following the second procedure.